Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# : (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37761, serial# :(B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found bent connector pins on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble with their recharger. Their stimulation therapy stopped three to four weeks ago or maybe before that. A loss of therapeutic effect was noted. The patient saw their manufacturer representative approximately seven weeks ago and went home to recharge and their recharger kept clicking off, getting hot, and had to restart it. About three weeks prior to the report the patient was having charging difficulties and it was actually their recharger. The recharger was not charging. The connector pin may have been bent or broken. The connector pin was loose. It was stated that they had been having problems for several weeks before and just thought it was operator error. The recharger had a slight bend in the connector tip and they were losing coupling quickly when trying to charge the ins. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.